Manufacturer narrative:
The product was not returned for analysis, however product performance engineering reviewed the incident information. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. In this case, the device was prepped prior to use with no issue/ leak noted. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement, the balloon catheter encountered resistance against the 75% stenosed, moderately tortuosity, and heavily calcified anatomy, likely causing damage to the outer surface of the balloon resulting in the reported balloon rupture during the first inflation at 10 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported the procedure was to treat a 75% stenosed, moderately tortuous, and heavily calcified de novo lesion in the left anterior descending artery (lad). A 3.25x8mm nc traveler balloon dilatation catheter (bdc) was prepped outside the anatomy prior to use without any issues. The bdc was advanced with resistance from the anatomy. The balloon was inflated once; however, it ruptured below rate of burst pressure at 10 atmospheres. A non-abbott scoring balloon was used to dilate the lesion and the procedure was successfully completed with the implantation of a non-abbott stent. There were no adverse patient effects and no clinically significant delay reported in the procedure. No additional information was provided.